Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as burn like irritation that hurts and appears wrinkled and full of pus. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream and advised patient to remove the lifevest for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.